Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for motor error during the bolus process. Blood glucose reading was 161 mg/dl. Advised to disconnect from the insulin pump and revert to back up plan. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.